Event description:
It was reported that the customer had a blood glucose level of over 500 mg/dl. The customer stated she was using an old insulin pump since she had been having issues with her new insulin pump. She received a battery out of limit alarm and a failed battery alert from her new pump. Standard troubleshooting was performed. The customer inserted a new battery and the insulin pump functioned according to specification. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.